Event description:
It was reported that pump was replaced due to proactive replacement nearing end of life. No alarms were sounding. During the replacement the existing pump connector was accidently damaged. The damage that occurred was when the surgeon was tying down the pump connector to the new pump the ties cut through the pump connector head completely severing the lip to the pump connector. Hcp was revising the pump connector on the patient's 8709 catheter and they were not able to fit the clear boot from the 8578 over the existing catheter. The strain relief sleeve was too small. Hcp did not use the strain relief sleeve and tied a suture to the catheter and pin. Hcp was able to aspirate the catheter following the procedure. The pump was delivering baclofen.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).